Manufacturer narrative:
Results: the benchmark was kinked approximately 1.0 and 4.0 cm from the hub and had multiple kinks on its distal shaft approximately 103.5 ¿ 107.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed kinks on the proximal shaft. Further evaluation revealed that the distal shaft had multiple kinks. If the device is forcefully advanced against resistance, damage such as kinks may occur. The reported tortuosity of the patient¿s anatomy may have contributed to the resistance experienced during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar tip using a benchmark 6f 071 delivery catheter (benchmark) and a guidewire. It was noted that the patient's anatomy was tortuous. During the procedure, the benchmark became kinked at the proximal end while attempting to access the aneurysm. Therefore, the benchmark was removed. The physician attempted to continue the procedure using a non-penumbra catheter but was unsuccessful. Therefore, the procedure was ended, and the patient was not treated. There was no report of an adverse effect to the patient.